Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. No known nickel allergy. No metrorrhagia, no leucorrhoea. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia since essure inserted"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, pollakiuria ("heaviness with pollakiuria"), dysmenorrhoea ("dysmenorrhea (secondary early and late progresses into lumbosacral region starts 15 days before menstruation)") with back pain, dyspareunia ("dyspareunia"), fatigue ("feeling of general fatigue"), arthralgia ("erratic and diffuse arthralgia"), systemic inflammatory response syndrome ("low-grade inflammatory syndrome"), adenomyosis ("uterus adenomyosis pain in uterine horns") and endometriosis ("endometriosis"). The patient was treated with tranexamic acid (exacyl) and surgery (conservative vaginal hysterectomy with bilateral salpingectomy and total conservative hysterectomy for adenomyosis). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, arthralgia, menorrhagia, adenomyosis and endometriosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, endometriosis, menorrhagia, pollakiuria and systemic inflammatory response syndrome with essure. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: vaginal examination: uterus adenomyosis pain in uterine horns soft adjacent areas. Uncomplicated post-operative course: endometriosis with no other significant histological abnormality. Bilateral salpingectomy with no significant histological abnormality. Salpingectomy n°1: the fallopian tube is 70 mm long and 6 mm in diameter. Salpingectomy n°2: the fallopian tube is 60 mm long and 8 mm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Blood pressure measurement - on an unknown date: 120/70. Colposcopy - on an unknown date: normal. Magnetic resonance imaging - on an unknown date: confirmation of diffuse adenomyosis and adenomyosis of the horns thickening of the uterosacral ligaments. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: drug indication, treatment drug, relevant medical history, lab tests were added; new events were added: menorrhagia since essure inserted, heaviness with pollakiuria, endometriosis and uterus adenomyosis pain in uterine horns. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. No known nickel allergy. No metrorrhagia, no leucorrhoea. In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia since essure inserted"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, pollakiuria ("heaviness with pollakiuria"), dysmenorrhoea ("dysmenorrhea (secondary early and late progresses into lumbosacral region starts 15 days before menstruation)") with back pain, dyspareunia ("dyspareunia"), fatigue ("feeling of general fatigue"), arthralgia ("erratic and diffuse arthralgia"), systemic inflammatory response syndrome ("low-grade inflammatory syndrome"), adenomyosis ("uterus adenomyosis pain in uterine horns") and endometriosis ("endometriosis"). The patient was treated with tranexamic acid (exacyl) and surgery (conservative vaginal hysterectomywith bilateral salpingectomy and total conservative histerectomy for adenomyosis). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, arthralgia, menorrhagia, adenomyosis and endometriosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, endometriosis, menorrhagia, pollakiuria and systemic inflammatory response syndrome with essure. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: vaginal examination: uterus adenomyosis pain in uterine horns soft adjacent areas. Uncomplicated post-operative course: endometriosis with no other significant histological abnormality. Bilateral salpingectomy with no significant histological abnormality. Salpingectomy n°1: the fallopian tube is 70 mm long and 6 mm in diameter. Salpingectomy n°2: the fallopian tube is 60 mm long and 8 mm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Blood pressure measurement - on an unknown date: (B)(6) 1970. Colposcopy - on an unknown date: normal. Magnetic resonance imaging - on an unknown date: confirmation of diffuse adenomyosis and adenomyosis of the horns thickening of the uterosacral ligaments. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: drug indication, treatment drug, relevant medical history, lab tests were added; new events were added: menorrhagia since essure inserted, heaviness with pollakiuria, endometriosisand uterus adenomyosis pain in uterine horns. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("feeling of general fatigue") and arthralgia ("erratic and diffuse arthralgia"). The patient was treated with surgery (conservative vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, fatigue and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. No known nickel allergy. No metrorrhagia, no leucorrhoea. In (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia since essure inserted"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) with pelvic discomfort, pollakiuria ("heaviness with pollakiuria"), dysmenorrhoea ("dysmenorrhea (secondary early and late progresses into lumbosacral region starts 15 days before menstruation)") with back pain, dyspareunia ("dyspareunia"), fatigue ("feeling of general fatigue"), arthralgia ("erratic and diffuse arthralgia"), systemic inflammatory response syndrome ("low-grade inflammatory syndrome"), adenomyosis ("uterus adenomyosis pain in uterine horns") and endometriosis ("endometriosis"). The patient was treated with tranexamic acid (exacyl) and surgery (conservative vaginal hysterectomy with bilateral salpingectomy and total conservative hysterectomy for adenomyosis). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pollakiuria, dysmenorrhoea, dyspareunia, fatigue, arthralgia, heavy menstrual bleeding, adenomyosis and endometriosis outcome was unknown. The reporter provided no causality assessment for adenomyosis, endometriosis, heavy menstrual bleeding, pollakiuria and systemic inflammatory response syndrome with essure. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, fatigue and pelvic pain to be related to essure. The reporter commented: vaginal examination: uterus adenomyosis pain in uterine horns soft adjacent areas. Uncomplicated post-operative course diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.1 kg/sqm. Blood pressure measurement - on an unknown date: 120/70. Colposcopy - on an unknown date: normal. Magnetic resonance imaging - on an unknown date: confirmation of diffuse adenomyosis and adenomyosis of the horns thickening of the uterosacral ligaments. Pathology test - on (B)(6) 2017: endometriosis with no other significant histological abnormality. No significant histological abnormality of fallopian tubes. First fallopian tube is 70 mm long and 6 mm in diameter. Second fallopian tube is 60 mm long and 8 mm in diameter. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain [pelvic pain] poorly systematised heaviness in pelvis [pelvic discomfort] heaviness with pollakiuria [pollakiuria] dysmenorrhea (secondary early and late progresses into lumbosacral region starts 15 days before menstruation) [dysmenorrhea] lumbosacral pain [lumbo-sacral pain] dyspareunia [dyspareunia] feeling of general fatigue [fatigue] erratic and diffuse arthralgia [arthralgia] menorrhagia since essure inserted [menorrhagia] low-grade inflammatory syndrome [systemic inflammatory response syndrome] uterus adenomyosis pain in uterine horns [adenomyosis uteri] endometriosis [endometriosis] hair loss [hair loss] brittle nails [brittle nails] damaged nails [nail disorder] constant coldness [coldness] weight gain [weight gain] mood swing [mood swings] depression [depression] cardiac rhythm [cardiac dysrhythmias] sleep difficulties [difficulty sleeping] unusual frequent heavy bleeding [bleeding genital] headache [headache] impaired concentration [concentration impaired] short-term memory [short-term memory impairment] impaired vision [visual impairment] anxiety [anxiety] joint pain [joint pain]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of obesity. No known nickel allergy. No metrorrhagia, no leucorrhoea. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced heavy menstrual bleeding ("menorrhagia since essure inserted"). Essure was removed on (B)(6) 2017. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("poorly systematised heaviness in pelvis"), pollakiuria ("heaviness with pollakiuria"), dysmenorrhoea ("dysmenorrhea (secondary early and late progresses into lumbosacral region starts 15 days before menstruation)"), back pain ("lumbosacral pain"), dyspareunia ("dyspareunia"), fatigue ("feeling of general fatigue"), arthralgia ("erratic and diffuse arthralgia"), systemic inflammatory response syndrome ("low-grade inflammatory syndrome"), adenomyosis ("uterus adenomyosis pain in uterine horns"), endometriosis ("endometriosis"), alopecia ("hair loss"), onychoclasis ("brittle nails"), nail disorder ("damaged nails"), feeling cold ("constant coldness"), mood swings ("mood swing"), depression ("depression"), arrhythmia ("cardiac rhythm"), insomnia ("sleep difficulties"), genital haemorrhage ("unusual frequent heavy bleeding"), headache ("headache"), disturbance in attention ("impaired concentration"), memory impairment (" short-term memory"), visual impairment ("impaired vision"), anxiety ("anxiety") and joint pain ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with exacyl (tranexamic acid) as well as surgery (conservative vaginal hysterectomy with bilateral salpingectomy and total conservative hysterectomy for adenomyosis). At the time of the report, the outcomes for pelvic pain, pelvic discomfort, pollakiuria, dysmenorrhoea, back pain, dyspareunia, fatigue, arthralgia, heavy menstrual bleeding, adenomyosis, endometriosis, alopecia, onychoclasis, nail disorder, feeling cold, weight increased, mood swings, depression, arrhythmia, insomnia, genital haemorrhage, headache, disturbance in attention, memory impairment, visual impairment, anxiety and joint pain were unknown. The reporter considered alopecia, anxiety, arrhythmia, arthralgia, joint pain, back pain, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fatigue, feeling cold, genital haemorrhage, headache, insomnia, memory impairment, mood swings, nail disorder, onychoclasis, pelvic discomfort, pelvic pain, visual impairment and weight increased to be related to essure administration. No causality assessment was received for essure with regard to heavy menstrual bleeding, pollakiuria, systemic inflammatory response syndrome, adenomyosis or endometriosis. The reporter commented: vaginal examination: uterus adenomyosis pain in uterine horns soft adjacent areas. Uncomplicated post-operative course. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.121 kg/sqm. [Blood pressure measurement] (date unknown): 120/70 [colposcopy] (date unknown): normal [magnetic resonance imaging] (date unknown): confirmation of diffuse adenomyosis and adenomyosis of the horns thickening of the uterosacral ligaments [pathology test] on (B)(6) 2017: endometriosis with no other significant histological abnormality. No significant histological abnormality of fallopian tubes. First fallopian tube is 70 mm long and 6 mm in diameter. Second fallopian tube is 60 mm long and 8 mm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: new events hair loss, depression, brittle damaged nails, constant coldness, weight gain, mood swings, fatigue, cardiac rhythm disorders, sleep difficulties, unusual frequent heavy bleeding, headaches, impaired concentration and short-term memory, impaired vision, anxiety, joint pain added. Additional reporter (lawyer) added. Cluster ID added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("feeling of general fatigue") and arthralgia ("erratic and diffuse arthralgia"). The patient was treated with surgery (conservative vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, fatigue and arthralgia outcome was unknown. The reporter considered arthralgia, dysmenorrhoea, dyspareunia, fatigue and pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.